Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 7 (ethanol) was not in contact with the corresponding sensor for approximately 29 seconds at 10:46am on (B)(6) 2021, which is not sufficient time to replace the reagent. The station properties for bottle 7 were reset at 10:46am on (B)(6) 2021, with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 7 was to be set to the default value of 100%. The properties of the reagent in bottle 7 prior to these user actions were recorded in the instrument logs as: ethanol concentration=52.1%, cycles=38, cassettes= 4594, days= 29. Although a user affirmed in the gui that the ethanol concentration in bottle 7 (ethanol) was to be set to the default value of 100% at 23:33pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 52.2%, because bottle 7 was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 7 (ethanol), which had an ethanol concentration of 52.2% due to the use error when replacing the reagent in this bottle, was used for the final dehydration step of the "4 hour leica" protocol started in retort b at 10:55am on (B)(6) 2021; the "2 hour leica" protocol started in retort a at 18:04pm on (B)(6) 2021; and the "8 hour leica" protocol started in retort b at 22:58pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the patient tissue samples, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Investigation of this complaint found that the instrument functioned as designed during execution of the "4 hour leica" protocol started in retort b at 10:55am on (B)(6) 2021; the "2 hour leica" protocol started in retort a at 18:04pm on (B)(6) 2021; and the "8 hour leica" protocol started in retort b at 22:58pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error which occurred at 10:46am on (B)(6) 2021. Specifically, manual replacement of the reagent in bottle 7 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss. The discrepancy between the measured and calculated ethanol concentration in bottles 6 (ethanol) and 8 (ethanol) did not either cause or contribute to the sub-optimal processing of patient tissue samples reported because the reagent in bottle 6 with a measured concentration of 93% and bottle 8 with a measured concentration of 75% was used for the first and second of six (6) dehydration steps respectively of the "4 hour leica" protocol started in retort b at 10:55am on (B)(6) 2021, the "2 hour leica" protocol started in retort a at 18:04pm on (B)(6) 2021 and the "8 hour leica" protocol started in retort b at 22:58pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Also, the measured concentration was greater than the calculated concentration in both instances the root cause of the discrepancy between the measured and calculated concentration in bottles 6 (ethanol) and 8 (ethanol) could not be unequivocally determined from the information available. However, contributing factors may include processing more cassettes than entered when the user software prompted for the number of cassettes to be entered; or a carryover setting higher than that required for the tissue type and size being processed.

Event description:
Leica biosystems received a complaint that patient tissue samples from three (3) processing runs, which had been processed using peloris rapid tissue processor serial number (B)(4), were "poorly processed". On (B)(6) 2021, the leica application specialist vic / anz - pathology (pas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The pas documented the following observations: "bottle 7 was used as the first bottle in processing prior to the bottle pull at around 52% conc. After the bottle pull, bottle 7 was used as the last ethanol in three protocols, listed in section c #6." The pas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between measured ethanol concentration and that calculated by the instrument software exceeded the acceptable limit of 5% in bottles 6, 7 and 8. The measured ethanol concentration bottles 6, 7 and 8 was 93%, 65% and 75% respectively and the calculated ethanol concentration was 87%, 99% and 68% respectively. The pas also documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "4 hour leica" protocol executed in retort b comprising 13 cassettes, which started at 10:55am on (B)(6) 2021 and completed at 15:31pm on (B)(6) 2021; the "2 hour leica" protocol executed in retort a comprising 36 cassettes, which started at 18:04pm on (B)(6) 2021 and completed at 20:19pm on (B)(6) 2021 and the "8 hour leica" protocol executed in retort b comprising 217 cassettes, which started at 22:58pm on (B)(6) 2021 and completed at 07:02am on (B)(6) 2021. The tissue type(s) and size(s) of the affected patient tissue samples was not available. On 02 september 2021, leica biosystems (B)(4) received information from the leica application specialist vic/anz-pathology that all patient cases involved in this event were diagnosable.